Event description:
It was reported that the device fractured post-op and was revised. Implant and explant dates are unknown.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.